Manufacturer narrative:
The reported events of device migration and corneal endothelial cell loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient experienced lost endothelial cells and xen®45 gts had migrated 3 to 4 mm higher in the anterior chamber one year post-op in the unknown eye.